Event description:
The orsiro drug-eluting stent system was selected to treat a moderate calcified and tortuous lesion with 90 percent stenosis degree. After pre-dilatation and several attempts of crossing the target lesion the orsiro could not pass.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The technical investigation of the returned device revealed that the balloon is well folded and shows no signs of inflation. The stent is not deformed or damaged and the crimped diameter of the stent still complies with the specification. A reference guidewire could be introduced with no unusual friction. The angiographic material shows a pre-dilatation and the complaint instrument being positioned in the target lesion. About five minutes later the complaint instrument has been withdrawn, and a second stent system is positioned and then successfully inflated. After post-dilatation of the stent, the final result is shown. Review of the production documentation of the complaint device confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Taking into account the appearance of the target vessel in the angiographic material, the root cause is most likely related to patient anatomy.